Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 75-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after the procedure, the impella was removed and the first perclose tore and was unable to deploy, the second perclose was also unsuccessful. A balloon tamponade was performed, and the patient was taken to vascular surgery to close the access site. Additionally, there was a clot noted. A thrombectomy was performed. The patient was reported as stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was determined to be use issue as the first perclose tore and was unable to be deployed, second perclose was also unable to be deployed. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.